Event description:
The facility's biomed reported a fail code 810:11, which occurred during pt use. No pt injury or medical intervention occurred. Medication was being infused, but the type of medication is unknown. Tubing was being used, but the lot number is unknown. A bag or a syringe was not being used. The biomed did not know the infusion rate or the volume to be infused. Add'l contact info was requested but no add'l contact was identified. The biomed stated there have been no reports of any pt incident involving this pump since the last baxter service event.